Event description:
User experiencing discrepant urine blood results for approximately 1 month. Only the following examples were provided: three pt urine samples initially resulted as negative for blood. Visual dipstick of same urine samples showed positive (50 to 250 ul) for blood. A fourth example gave initial result of negative for blood. Visual dipstick of same urine sample showed 50 ul. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.